Manufacturer narrative:
Product analysis the device was received for analysis with the external slider in the home position. An in-house 0.038¿ guidewire was backloaded through the tip and advanced with no issues noted. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thoracic aortic dissection. It was reported that after opening the packaging of the stent graft, it was flushed and the hydrophilic coating was activated as usual. However, it was difficult to advance the stent along the stiff guidewire into the body. After considering patient safety, the delivery was stopped. A non-medtronic stent graft was used to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.